Manufacturer narrative:
The customer¿s reported problem was confirmed. Complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn b)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn b)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there is no patient involvement.

Event description:
B)(4) . Patient or user involvement: no. Patient or user harm: no. Case description: b)(4) had a "missing battery" error message on pcu8015 sn b)(4) . He replaced new battery, but the issue was not resolved. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I advised b)(4) to check battery hardness. He said battery hardness has been checked and it was ok. I recommended scott to replace power supply processor board. B)(4) will get a po and send unit in for flat fee repair.